Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigation team and indicated a filling defect and possible dissection present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right femoral artery. Vasculature was noted as greater than 7.5mm, no calcification or tortuosity, and a depth measurement of 3.5. A central access was gained utilizing micro-puncture and ultrasound. Following deployment, hemostasis was immediate. A post-angiogram indicated limited flow in the right common femoral artery. Balloon inflations were applied, and a follow-up angiogram continued to indicate limited flow. Further balloon inflations were applied for an extended time and a third angiogram indicated flow returned. The root cause of the limited flow was most likely caused by a dissection. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events associated to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post angio showed limited flow in the rfa. The physician used a 6.0 x40 balloon. It was inflated for approx. 20 seconds. Another angio was taken which still showed limited flow. Physician re-deployed balloon for approx. 1 min at 16 atms. An additional angio was taken and physician was satisfied with results. Patient was fine. No hematoma or issues at groin site. Patient was taken to unit for observation and recovery.